Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying an error 2 message when attempting a blood glucose test. Per the onetouch ultramini user guide, this error could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at an unknown time. The patient reportedly manages his diabetes with metformin pills, diet and exercise. When the patient was unable to check his blood glucose due to the alleged issue, he reportedly increased his dose of medication by taking one extra pill of metformin. At an unknown time after the alleged issue, the patient claimed he felt 'light headed and dizzy' on that same day. At approximately 10:30pm of that same evening, the patient attempted to test on the subject meter due to his symptoms and got the same error. The patient was reportedly taken to the emergency room (ER) and a blood test was performed on an ER meter at an unknown time, however, the patient could not recall the result obtained. The patient stated he was treated with IV glucose and oral medications at an unknown time that night by an hcp. At the time of troubleshooting, the cca noted the product was not being used for the first time, the error message also appeared upon pressing the power button and therefore, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported as an MDR because although the patient's symptoms did not correlate with lfs's definition suggestive of a serious injury, the patient was treated by an hcp with IV glucose after the alleged issue occurred; therefore, this complaint is being reported additionally the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (11/11/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.